Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Analysis of the log revealed multiple occurrences of the error code. Visual inspection revealed no anomalies. Bench analysis could not reproduce the failure mode resulting in the error code. Conclusion: the error code could not be reproduced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found an error in the lower screen, the gasket at the front side was out of the housing. Incoming test performed on automated test system, passed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was returned to the manufacturer for an unknown failure. It was requested that a functional check be performed. No patient complications were reported as a result of this event.